Event description:
Complainant alleged that during functional testing, the device displayed a "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing including bench handling and ECG stress test without duplicating the report. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable (mfc) was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.